Event description:
The patient had pcom aneurysm. The surgeon found the connector between the coil and the cable was broken when tested. Changed another one to complete the procedure. Additional information received from the affiliate indicated that the coil connector broke during pre-deployment test. The connector and the device positioning unit (dpu) were found broken as soon as it was opened. The coil did not prematurely detach. The coil did not stretch and the procedure was completed with no patient injury reported.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The severed right side female tube and the connecting cable were not returned. The left side post has damage to the distal bottom diameter. The base of the right side female post exhibits a ductile fracture at floor level requiring external force. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the right severed female tube and the connecting cable used in the procedure, it cannot be determined if these components contributed to the complaint event. This appears at this time to be an isolated incident as no other complaints of this type have been generated recently in the field. The DHR was traced back to the correct vendor with no issues found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
When the 8 mm x 30 cm presidio 18 cerecyte microcoil opened for the pre-deployment test it was noted that the connector on the device positioning unit (dpu) was broken. There was no patient injury and the procedure was completed. The severed right side female tube and the connecting cable were not returned. The left side post has damage to the distal bottom diameter. The base of the right side female post exhibits a ductile fracture at floor level requiring external force. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the right severed female tube and the connecting cable used in the procedure, it cannot be determined if these components contributed to the complaint event. However, based on the report that it was noted when the package was opened, there is no indication that the connecting cable contributed to the event. Based on the analysis, it appears that the damage was due to external force. The root cause of this damage cannot be determined. The DHR was traced back to the correct vendor with no issues found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.